Manufacturer narrative:
(B)(4). The field service engineer (fse) who was dispatched to the hospital after the event examined the ventilator and downloaded the logs. The fse performed pre-use checks and all were successful. The ventilator was left ventilating for five days and it functioned normally. No parts were replaced and the ventilator was returned to service. The device logs contain the series of reported low o2 concentration alarms when the set values of the oxygen concentration was 50% and 60%. There was no indication if the event was related to a measuring issue or a incorrect gas concentration. According to the log files the last pre-use check was performed one month before the actual ventilation was started. According to the user´s manual a pre-use check should be performed just before ventilation is started. The root cause of why the ventilator generated low o2 concentration alarms has not been determined. The lack of a pre-use check just before the ventilation might have prevented the reported event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated low o2 concentration alarms while it was connected to a patient, there was no patient harm reported. (B)(4).